Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse powered the device on and found a ventilator inoperative condition with dac or adc errors. The fse also reported signs of smoke coming from the device. At this time, the reported event was duplicated and the device was sent to our manufacturing site for a device root cause investigation. Vyaire will include the follow-up report once a final evaluation is completed.

Event description:
The customer reported this vela ventilator device had signs of smoke coming from within the device. The customer stated no patient involvement was associated with this event.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect main printed circuit board for investigation. The main pcb component was installed in a known good vela unit model 16532-00 serial number: (B)(4). The ventilator device was powered in the user mode where the unit operated without fault and no sign of smoke or burnt smell. Additionally, the device was powered in service mode and the event logs were downloaded for review, which found (2) pt802 xdcr, (2) vent inop and (20) post dac or adc fault alarms that occurred upon power up. The transducer calibrations were performed as described in the vela ventilator systems service manual l2859-101 version f sections 6.2.4 - 6.2.6 utilizing fluke 700g02 30 in. H2o pressure gauge, gauge ID: (B)(4). Exhl press xdcr (pt801) p/n: 68354 s/n: (B)(4); -0 cmh2o = 1442 (min: 1292, max: 1663) (previous = 1444); -60 cmh2o = 1040 (min: 982, max: 1107) (previous = 1043); -successfully calibrated . Turbine diff press xdcr (pt800) p/n: 68354 s/n: (B)(4); -0 cmh2o = 881 (min: 795, max: 1132) (previous = 889); -60 cmh2o = 947 (min: 893, max: 1007) (previous = 962); -successfully calibrated . Exhl diff press (exhl flow) xdcr (pt802) p/n: 68355 s/n: (B)(4); -0 cmh2o = 579 (min: 85, max: 919) (previous = 599); -3 cmh2o = 1378 (min: 1222, max: 1484) (previous = 1354); -successfully calibrated. Source voltage testing on the main pcb was performed to r608, which measured 23.99 vdc. Voltage between r608 (100 k[?] ±1%) and r610 (20 k[?] ±5%) to ground measured and 3.975 vdc compared to a functional main pcba of between 3.8 and 4.189 vdc. Voltage across r608 was measured at 19.95vdc compared to the expected values between 19.869 to 20.136 vdc. R608 is not causing the post dac or adc issue. At this time, a component failure was not identified and the reported event was not duplicated. Therefore, no component root cause could be determined. This issue will be internally investigated within vyaire medical.